Manufacturer narrative:
Additional information was requested but has not been received

Event description:
Related manufacturer report number: 2017865-2025-11184. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that right-atrial (ra) exhibited noise oversensing resulting in inappropriate automatic mode switch (ams) and the right-ventricular (rv) lead exhibited noise. No resolution was performed. The patient condition was unknown.